Event description:
My (B)(6) year old father had a hernia operation in (B)(6), CT lasted longer than expected... Repaired with hernia mesh... Immediately expressed discomfort. Feels pulling in area of the mesh... Sometimes the pain is so intense he is reduced to tears... Cannot tolerate any pressure around his waist...belt to hold pants is uncomfortable and cannot sleep.